Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic, the right atrial lead exhibited high impedance and noise. The lead was explanted and replaced. The patient was doing well post procedure and would continue to be monitored.